Event description:
Information received with return of the device does not address the patient's clinical status but notes that during the implant procedure when the physician attempted to close the pocket, ventricular pacing stopped. The lead tested normal and was reconnected to the generator, yet there was still no pacing. Therefore, a new device was placed.